Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The mechanism assembly was removed from pump serial number #(B)(4)and was found to be the mechanism assembly belonging to pump serial number #(B)(4). In addition, the ultrasonic sensor and the processor printed circuit board (pcb) found within pump serial number # (B)(4) do not match the components recorded on the device history record, and belong to unk devices. This is an indication that the mechanism assembly, ultrasonic sensor, and processor pcb were not original to the device and was installed outside the factory, an operation that is not permitted. This unauthorized repair performed outside the factory exposed the internal esd sensitive components, compromising all internal electrical components rendering the unit irreparable. In the warnings and cautions of the spectrum operators manual, it states "servicing the sigma spectrum infusion system is restricted to qualified, sigma trained, service personnel who employ sigma authorized parts and procedures. Use of other parts and servicing procedures is prohibited". The device could not be repaired and has been removed from service.

Event description:
During baxter's eval of a spectrum pump, evidence of tampering was found. The mechanism assembly, ultrasonic sensor, and processor printed circuit board were not the original parts that were installed in the spectrum pump. It is unk if there was pt involvement with the device after the unauthorized service was performed.